Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely patient condition related as the axillary artery was too small per clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s medical history was significant for prior coronary artery bypass grafting (CABG) and diabetes mellitus. During the procedure, the left axillary artery was determined to be too small to accommodate the device, and the impella 5.5 could not be advanced despite standard procedural attempts. As a result, a device revision or replacement was required. The reported events are failure to advance, medical device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.